Manufacturer narrative:
The actual sample is available and was requested for evaluation.

Event description:
Baxter reported that the transfer set separated from the luer connector when the patient changed the bag. There was no patient injury or medical intervention.